Event description:
It was reported that iqvia technician stated that during functional testing of the arctic sun device the device would not cool below 11.9. Per wo notes, the device will be sent to the service depot for 2000 hour service. Per sample evaluation, it was reported that, unit in the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool. Mixing pump was serviced. Unit was primed to fill. Two tank seals were worn and torn. Pm performed. Serviced circulation pump and mixing pump. Replaced the heater, manifold o rings, drain valves, 2 tank seals, tank tubing and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Review of the DHR did not indicate any manufacturing non conformance that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.